Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient no longer had the pain pump. The patient had "the smallest device that you would put the medication in was too big" for their body and it was hitting their rib cage "so badly". The patient could not confirm what year that issue occurred. Patient services reviewed eligibility regarding the pump. The issue was not resolved through troubleshooting. The patient reported that had 3 medications and one of them was morphine, but they could not remember the others. The patient mentioned having medical problems.